Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he ended up in the ER due to a low blood glucose event. His blood glucose at the time of incident was 60 mg/dl. He does not blame the pump or sensor for his ER visit. His wife could not get him to response for about an hour and she forgot to give him a glucagon shot. The customer mentioned that he exercises a lot, which could have contributed to the low. He also expressed a desire for the pump to alarm louder so he can hear it. Vibrate mode was suggested but he said that it does not help. The customer confirmed that he was okay and did not require further assistance. No products were shipped or returned.